Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. The physician reported that the first stent thrombosis may be related to weak antiplatelet activity. The cause of the second stent thrombosis remains unknown since switching from prasugrel to clopidogrel showed no effect.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of high stenosis lesion in the rca. 7.5 weeks after primary intervention the patient fell while working and was transferred to hospital. A stent thrombosis was detected. Pci was done. It was stated by the physician that antiplatelet therapy might not have been effective and therefore medication was changed. 5.5 weeks later again a thrombosis was detected during follow-up examination. Since the change of antiplatelet medication did not show the expected result it was stated that it might be a patient related issue.